Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error (open book image) alarm noted. The device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, active current test and sleep current test. Critical pump error (open book image) alarm not confirmed. Device failed the self test due to partial display caused by moisture damage on the electronic assembly. Device received with cracked belt clip rail case corner and battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump ahd cosmetic damage and received a open book image on the screen. The customer¿s blood glucose was 128 mg/dl. Troubleshooting was done for open book image. Customer reported they received the x and an arrow with open book image on the insulin pump screen. Customer's mother stated that her son dropped insulin pump on the beach, insulin pump had a small crack and looks like drops of water under screen. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. The insulin pump will be returned for analysis.